Event description:
Information was received from a family member and a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and a return of symptoms. The caller reported that the patient¿s implantable neurostimulator (ins) was on and was charged but the patient stopped feeling stimulation. Usually if the patient increased a notch or two they would feel stimulation. The caller increased it from 4.20v to 5.20v but the patient did not feel anything. The patient¿s back had been bothering them for the last couple of weeks. The caller tried to get a hold of a manufacturer representative but the call did not go through. The caller stated that they were under the impression that the manufacturer representative was supposed to follow-up with the patient post-surgery. The caller mentioned that the patient was on their original programming. There had not been any recent falls but the caller mentioned that within 4 days after implant, the patient came back from the hospital, fell, and broke their hip. The device was working after that until the last couple of weeks. The patient programmer showed that stimulation was on. There had not been any recent medical testing or environmental exposure. The caller had talked with the patient¿s surgeon but the health care professional (hcp) told them to call the manufacturer. The no stimulation and back pain was reported to be sudden sometime in early (B)(6). The patient¿s back started bothering the patient. The patient had an appointment to see the hcp for (B)(6) 2016 and would like a manufacturer representative to be there. The patient was currently at 7.0v for them to feel any stimulation. Follow-up with the hcp reported that the stimulator was reprogrammed satisfactorily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.